Event description:
Reporter stated that a neonate's blood glucose was measured, on the performa system, with a result of 23 mg/dl. The neonate's blood glucose was reportedly retested, on a laboratory instrument, with a result of 41 mg/dl. Reporter indicated that the pt was not treated based on the value obtained on the suspect device. No adverse event was reported. Quality control testing was reportedly performed on the performa system and the values were within acceptable ranges. Technical support requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in other country.